Event description:
Litigation alleges pain, limited mobility, loss of range of motion, and toxic amounts of cobalt-chromium metal debris to be released into the tissue.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2352881 and 2213910 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec¿d 02/11/14 -pfs was received from legal, primary medical records were received from legal. Records are available for further review. Doi: (B)(6) 2007 - dor: none reported (left hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations found one deviation each. It was confirmed that the deviations should have had no effect on the current complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening. Bilateral- doi: (B)(6) 2007- dor: none reported (left hip). Doi: (B)(6) 2008- dor: none reported (right hip). Update 5/14/2013- pfs and medical records received. Part/lot was provided. Primary operative notes did not indicate loosening. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy devices. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.